Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was a warning for high left ventricular (lv) lead impedance. It was noted that the lead was programmed lv tip to rv (right ventricular) coil. The lv lead remains in use. No patient complications have been reported as a result of this event.